Event description:
It was reported that a clinician contacted technical services (ts) on (B)(6) 2024 implying the patient was bradycardic, pacing at 29 bpm when sleeping and believed the pacemaker was losing capture. No device records or transmissions were available for review. Ts noted the device was programmed with a rest rate of 50 bpm, no auto capture was programmed, and output was fixed. Recommendations to bring a field representative in to assess capture thresholds was made. Further information received notes the patient presented for a follow up in clinic (B)(6) 2024 after the initial event to see their cardiologist for an unrelated issue. The clinician noted the patient did not mention any issue with the pacemaker device and the most recent transmission from the ICD were normal. There were no reported patient consequences.